Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between patient line connector of an amia automated pd set with cassette and the female connector of a peritoneal dialysis (pd) transfer set. While attempting to disconnect from the patient line, it was observed that the female connector of the transfer set was stuck in the patient line. The threading of the female connector also began unscrewing from the light blue mainbody of the transfer set. To resolve the issue, the therapy session was ended, and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. The sample was returned attached to an amia patient connector. A visual inspection with the naked eye noted the female connector separated from the main body; there was evidence the insert chip was present and possibly dislodged during disconnection. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation issue was verified. The cause of the condition is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. The connection between the female connector and the patient connector was performed with no issues noted; therefore the reported connection to female connector was not verified. Should additional relevant information become available, a supplemental report will be submitted.